Manufacturer narrative:
No report of injuries, procedure delays or cancellations. A steris service technician arrived onsite to inspect the 3080 sp surgical table and observed numerous leaks from the table's hydraulic system, more specifically the table's hydraulic fluid reservoir was empty with no remaining hydraulic fluids. The technician confirmed the absence of the hydraulic fluids created the inability for the table to respond to the hand control commands during the reported event. The customer declined to have the table serviced and repaired by the steris technician as the table has been removed from service. The 3080 sp surgical table is not maintained by steris. It is unknown what entity is responsible for conducting preventive maintenance on the surgical table. The 3080 sp surgical table operator manual states (6-5), "repairs and adjustments to this equipment must be made only by fully qualified service personnel. Nonroutine maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly damage. Contact steris regarding service options". The table was manufactured in 1993 and has been in use for approximately 24 years. Steris service records indicate no service activity on the subject table. No additional issues have been reported.

Event description:
The user facility reported that their 3080 sp surgical table was unresponsive to the hand control commands during a patient procedure. The patient procedure was completed successfully.